Manufacturer narrative:
According to the customer contact, on 2/1/2023 a patient was in the bed, raising the head up when sparks were seen coming from "the box", no other information was able to be provided. The device is in use at an assisted living facility and is a rented item. The customer contact was unable to provide the rental company's information. Customer advised to also report issue to rental company. The customer contact reported that there was no injury or medical intervention due to the reported event. The sample has been requested to be returned for evaluation. A root cause could not be established. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sparks seen coming from device.